Manufacturer narrative:
This supplemental report is to correct the previously reported information 9/9/2017. The correct date to supersede the initial explant date should be (B)(6) 2017.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the rv lead was explanted due to high capture threshold and intermittent capture. The patient was asymptomatic. The lead was explanted and replaced. Patient was stable.